Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was leaking from the filter, loss of therapy and spillage on the patient. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluated, units received: two samples received which consists in one (1) extension set from part number 21-7106-24 and lot number 4257059; and one (1) sample of a reservoir cassette set from unknown part number and lot number. Both samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag: visual inspection: the complainant returned units were visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure? Visual inspection? Results: for the extension set sample: no obstructions, damaged, broken, or other defects were detected in none of the joins of the products. Functional test: leak testing on the extension set sample received was performed using hydrostatic vessel as procedure indicates. No functional test is performed to the cassette due failure mode reported is on the extension filter. Results: during the leak test, leak is present in the filter air vent, complaint is confirmed. Root cause: as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. For cassette set: damage in pressure plate is detected. Corrective action: no corrective actions are performed since failure mode is not related with manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.